Manufacturer narrative:
Populated h6 device codes.

Event description:
It was reported that the pump module had a stuck channel b latch, which made it unable to insert the cartridge. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(4) was performed from date of manufacture 02/13/2015 to present date 10/06/2020, and note that this device has been returned for service six times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there was a production failure (B)(4) for failed fsod step 2 channel a and c which does not correlate to the customer reported issue.

Event description:
It was reported that the pump module had a stuck channel b latch, which made it unable to insert the cartridge. There was no patient involvement.